Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. Clinical evaluation has been reviewed. No contributing factor has been identified. The reported product¿s lot number did not contain a phacoemulsification (phaco) tip, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that immediately after the surgeon stepped on the foot pedal during cataract surgery with intraocular lens implantation, an occlusion tone was heard, and white smoke emanated from the tip before it was buried into the cataract. The handpiece was pulled out immediately before the anterior chamber shallowed. A corneal thermal injury had occurred, resulting in corneal opacification with a small gap; however, the gap was able to seal without a suture. The surgery was completed after replacing the product with another one, and the case proceeded without further damage to the cornea. The surgeon stated that the patient was unsure about the resulting astigmatism because she was still healing. The corneal burn resulted in corneal opacity, which was evident one week postoperatively. This report pertains to phacoemulsification tip involved in reported events.